Event description:
It was reported that the patients lead had high impedances. It was noted that the patient stimulation has been feeling like it is shutting on and off. It was also mentioned that during the perm implant the lead was fractured during surgery, but the physician opted to leave it as is. Reprogramming did capture the stimulation coverage. The patient will undergo revision procedure.

Event description:
It was reported that the patients lead had high impedances. It was noted that the patient stimulation has been feeling like it is shutting on and off. It was also mentioned that during the perm implant the lead was fractured during surgery, but the physician opted to leave it as is. Reprogramming did capture the stimulation coverage. The patient will undergo revision procedure. Additional information was received that the patient underwent a lead replacement procedure. The explanted device will not be returned per facility policy.